Event description:
A report was received that the patient had a fractured lead. The physician believed that the lead was fractured prior to surgery and the cause was unknown. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-8120-70 (sn: (B)(6)). Device evaluation indicated that the allegation of the lead having a fracture could not be confirmed since only a portion of the lead was returned for analysis. Clean cut damage to the lead is consistent with damages done during the explant procedure and are not considered a failure. The returned paddle lead exhibited extensive damage. Visual inspection revealed that lead body was cleanly cut approximately 11 cm from the proximal end. Only one clean cut lead tail was returned. The other lead tail and the paddle were not returned.

Event description:
A report was received that the patient had a fractured lead. The physician believed that the lead was fractured prior to surgery and the cause was unknown. The patient underwent an explant procedure and was doing well postoperatively.